Event description:
It was reported that the patient's vns generator was at the 18-25% battery status indicator despite being implanted a month prior. The diagnostics were within normal limits. The events data provided showed only 19 magnet activations since implant. A review of device history records revealed that the generator passed quality control inspection prior to distribution. An in depth review of the one interrogation present in the data received showed that the percent battery capacity used was found to be at 7.9%. The generator battery voltage was found to be at 2.834 v. During the first 7.5% of the battery life, a 0.5 v off-set is added to the measurement in order to compensate for internal battery impedance at the beginning of life (bol). With the bol high battery impedance (which is not to be confused with high impedance), the battery status indicator is expected to return to the expected battery status indicator without any significant programming changes. The battery voltage is expected to rebound at approximately 10% or higher (up to 15%) of battery consumption. As the generator battery voltage was found to be at 2.834 v, this appeared to be consistent with our previous investigations into bol high battery impedance at which the battery voltage is found to be dropped to < 2.85 v and > 2.80 v following 7.5% of battery consumption. No additional relevant information has been received to date.

Event description:
Generator analysis was approved and reviewed. The generator was explanted and returned due to prophylactic replacement however also experienced premature end of life (eol) due to the beginning of life (bol) indicator while implanted. The generator diagnostics were expected for the programmed parameters. An automated electrical evaluation showed the generator performed according to functional specifications with the exception of the low battery voltage. A postburn electrical test results showed that the pcba performed according to functional specifications. The product analysis (pa) worksheet, battery life calculation (blc), and programming history database (phd) were reviewed and no anomalies were found. No additional relevant information has been received to date.

Event description:
It was later reported that the patient's vns was down to 18-25% and it was felt that the battery had not rebounded. The tablet data for the generator was received and reviewed by the manufacturer. The discrepancy between the diagaccumconsumed value and the battery voltage was indicative of premature eol. The diagmagnetcounts indicated only 86 magnet swipes since fet. Review of the battery longevity table in the vns physician's manual indicated that the estimated time from bol to ifi with a 50% duty cycle and 3 ko impedance is 0.9 (best case, 2.50 ma/30 hz/500 ¿s) to 0.7 years (worst case, 3.00 ma/30 hz/500 s). The actual settings for the device are 2.75ma/30hz/500s/21s/0.5min (49% duty cycle) and the actual impedance value has been approximately 1,300 o in data provided. The difference in the impedance value would result in a slightly higher longevity, but this does not take into account magnet activations. However, the device has only reached a 25% indicator when the above estimation is until the ifi indicator is set.

Event description:
Further review of the data revealed that the 25% indicator was likely the result initially from beginning of life, or bol, impedance and then, due to the aggressive settings and quick cycling (high output current, 2.75 ma since implant, and duty cycle, 49%), the generator battery voltage was unable to rebound back from that indicator, which seems to be further supported by the very small decrease in battery voltage over the course of half a year. The battery voltage drops as the current draw begins and slowly rebounds to the previous voltage when the current draw ends. Due to the cyclical nature of vns on-off times, this results in a semi-sinusoidal nature of the battery voltage. The aggressive settings and rapid cycling likely did not allow the battery voltage to fully rebound prior to discharging once again and dropping the battery voltage. It is suspected that if the device had been disabled for a time, the battery voltage would have likely rebounded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via clinic notes received that the patient is at a lower battery status now and was referred for replacement. The patient's generator and lead have been explanted and replaced due to prophylactic reason. The patient's explanted devices have not been received into analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device available for evaluation? Inadvertently not updated with correct information in supplemental MDR #5.

Event description:
Physician tablet data was received and reviewed by the manufacturer. The data was from the date of implant. Diagnostics were within normal limits with the exception of the initial impedance values which were the result of the stored values from the manufacturing process as it cleared once diagnostics were performed. The percent battery capacity used remained between 0.96% and 0.967% for all interactions. The battery voltage remained as expected between 3.263 v and 3.313 v. The diagonconsumed values were as expected for the programmed parameters. There was no indication of a asic latch-up condition which would result in premature depletion present in the data received.